Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm as well as buttons were sticking. Troubleshooting was done for the stuck button alarm. Customer reported that they cannot clear the alarm. Customer mentioned that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded battery tube corroded electronic assemblies. Unable to verify unresponsive keypad, perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.